Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years 4 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a medtronic transcatheter valve for unknown reasons. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the reason for replacement was stenosis and increased gradients. No other adverse pat ient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.